Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing final tightening on the expedium 5.5 set screws and white doing so, 2 screwdriver shafts present in the set were stripped. No explanations were giver, however dr. (B)(6) was able to complete his case without delays. Given that the patient was not affected by this, no patient information was obtained. The no charge po for the replacement of both shafts is :(B)(4), the ship to account is: (B)(4) and the broken items will be shipped via purolator (tracking: (B)(4)). I have nothing further to add. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device revealed that the hex lobes on the x25 final tightener¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the tightener was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.